Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The initial 3500a report should have read as follows: "on (B)(6) 2015, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to a onetouch ultra2 meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began during the evening of (B)(6) 2015. At this time the patient stated that the subject meter gave a result of ¿7.4mmol/l¿ compared to a result of ¿5.4mmol/l¿ on the other device within 30 minutes of one another. The patient informed the csr that they were prescribed 5 units of novalin insulin per day by their doctor on (B)(6) 2015 and had started self-adjusting their insulin dosage based on subject meter results since then. During the initial call with the csr the patient stated that they experienced symptoms of ¿lightheaded and dizziness¿ 10 days after starting taking insulin. There is no indication that the patient required any form of medical treatment as a result of these symptoms however. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. The unit of measure was set correctly, and the products were replaced and requested back for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting."